Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed an error during basic occlusion test due to loose/protruded drive support disk. The device was received with cracked case on the display window corners, minor scratched lcd window, cracked reservoir tube, cracked reservoir tube lip, cracked battery tube threads, and missing end cap sticker.

Event description:
The customer called in to report that he was getting an alarm on his insulin pump. The customer's blood glucose level was 196 mg/dl. Troubleshooting was performed on the device to discover the issues the customer was experiencing. During troubleshooting it was found that the drive support cap was sticking out. We advised the customer to discontinue use of the pump and to revert to a back up plan. No further information was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.